Event description:
The customer, a (B)(6) hospital, reported that the companion 2 driver exhibited a right over pressure alarm and irregular right eject waveform while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found alarms due to out of specification left and right cardiac outputs. Visual inspection if external and internal components found no abnormalities. Companion 2 driver failed functional testing for acceptance at incoming inspection due to out if specification cardiac output and right side pressures. A known functional test sensor board was installed and driver passed all functional testing without issue. Failure investigation for this complaint confirmed the reported issue during functional testing. The customer complaint was replicated; the root cause of the reported out of specification cardiac output was determined to be an out-of-tolerance sensor of the pressure sensor board. Failure investigation identified no other test failures or damage that could have contributed to the reported complaint. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a right over pressure alarm and irregular right eject waveform while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.